Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2019, the expedium screwdriver end, which fits to the screw head, fractured inside the head of the screw. The surgeon was unable to remove it because the thread ruffled round. It was left in the patient with a rod placed over it. The surgeon fixed the rod to the other screws and closed the wound. The patient is healthy, and there is no negative outcome of the procedure. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) quick connect si polyaxial screw driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned. H3, h6: investigation summary background: the expedium screwdriver"s (2797-12-400) end, which fits to the screw head fractured inside the head of the screw, and the surgeon was unable to took it out because the thread ruffled round. It is in the patient, they put a rod over it, fixed the rod to the other screws and closed the wound. The broken part of the screw driver won't migrate to the body because the rod prevents it from moving somewhere else. (B)(6) was the nurse who indicated to me the happening. The patient is healthy, there is no negative outcome of the procedure. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the xpdm quick-con si poly screwdriver (p/n: 279712400, lot #: mi65847) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the screwdriver was broken. The broken fragment was not returned. Scratches were observed on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Document/specification review. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Expedium si quick connect polyaxial screwdriver: 2797-12-400, rev. K. Expedium si- quick connect polyaxial screwdriver- t20 driver shaft: 2797-12-405, rev. F. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the xpdm quick-con si poly screwdriver (p/n: 279712400, lot #: mi65847). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly scw-drvr was conducted identifying that lot number was released in a single batch. Batch1: lot qty of (B)(4) units were released on 18 dec 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.